Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the user facility form was received indicating the device was making "abnormal sounds" and that it "did not discharge." The device was reportedly replaced. Further follow up did not yield any additional information. No patient complications were reported as a result of this event.